Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: 1. Please clarify how many devices was used during this single procedure 2.if this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). 3. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). 4. Please provide lot number. Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. Events reported via: (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, it was found that the suture was prone to breakage during ligation and knotting. The sutures inside this bag were the same, and there were multiple bags of sutures with the same problem. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.